Manufacturer narrative:
Patient information is not available for reporting. This report is for one (1) unknown cable. Device is an instrument and is not implanted or explanted. (B)(6). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Without a valid lot number, the device history records could not be reviewed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was originally reported that a cable could not be removed from a cable tensioner during a surgical procedure on an unknown date. No known patient harm or surgical delay. Update: based upon the visual inspection of the returned parts, it was noted that the unknown cable showed visible signs of damage. As such, the device was reassessed and determined to be reportable. No concomitant device(s). This report is for one (1) unknown cable. This report is 2 of 2 for (B)(4)..

Manufacturer narrative:
Note: the manufacturing evaluation that was completed on the cable tensioner associated with this complaint identified the presence of a stuck and deformed cable. As such, the applicable information from that evaluation is provided below. Manufacturing investigation evaluation: one (1) cable tensioner (part: 391.201 / lot: p507840) was received with a cable stuck in the device. A completed visual inspection identified the stuck cable. The tensioner was disassembled and it was found that the compression spring within the collet assembly, which is required to open the collet jaws, did not return to its original length. When the collet jaws are unable to be fully opened, it causes the cable to become caught within the tensioner. The root cause of the complaint condition is unknown. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.